Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe they have been using are having leakage issues around the tubing while administering medication. The following information was provided by the initial reporter: we have been using this syringe with medication for as long as I have been here (12+ years) and all components have virtually remained unchanged over that time. However for the past 18 ¿ 24 months, our patients have noticed an increase in leaking around the filter in their tubing when they are administering their medication. We have used 2 different tubing sets, manufactured by 2 different suppliers and are still having a leaking issues. We also worked with one of these manufacturers and an independent testing laboratory to see if they could help determine the root cause of what was causing the leaking. The testing laboratory has confirmed that a common element between leaky product is the presence of silicone on the filter membrane. They so believe that the silicone decreases surface tension of the medication, thereby increasing the likelihood of the filter leaking.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe they have been using are having leakage issues around the tubing while administering medication. The following information was provided by the initial reporter: we have been using this syringe with medication for as long as I have been here (12+ years) and all components have virtually remained unchanged over that time. However for the past 18 ¿ 24 months, our patients have noticed an increase in leaking around the filter in their tubing when they are administering their medication. We have used 2 different tubing sets, manufactured by 2 different suppliers and are still having a leaking issues. We also worked with one of these manufacturers and an independent testing laboratory to see if they could help determine the root cause of what was causing the leaking. The testing laboratory has confirmed that a common element between leaky product is the presence of silicone on the filter membrane. They so believe that the silicone decreases surface tension of the medication, thereby increasing the likelihood of the filter leaking.